Manufacturer narrative:
The device was returned to olympus for inspection therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the lightsource components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no picture, also s-socket pin is dirty and wet. The event occurred during set up of the device. There were no reports of patient involvement.